Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called and stated that during a dressing change, his system controller alarmed "connect driveline", but everything was connected approx. The pt and his wife successfully exchanged the system controller with the pt's backup system controller before calling the vad coordinator. While switching from tethered support (connected to the power module) to battery power a "connect power" alarm occurred. The pt then connected to the power module and the alarm went away. A few minutes later the pt returned to battery power and the "connect power" alarm occurred again. The pt then switched back to his primary system controller. The log file was submitted and low speed and pump stops were noted while the pt was connected to the power module. The pt presented to the clinic and the alarm was confirmed. The alarm was reset and the event history was erased. The pt was admitted into the hospital and x-rays were taken. The "connect driveline" alarm occurred that evening. The pt's system controller was exchanged with a new system controller. The following day the manufacturer's technical support arrived onsite to evaluate the driveline, and no open wires were found. All wires tested to have continually. The x-rays were reviewed and there was no indication of damage. The shielding of the driveline appeared to have continuity from the pump end bend relief to the distal end metal connector. No further events of low speed or pump stops were noted since the system controller was exchanged.

Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported events of driveline disconnect alarms and pump stoppage event were confirmed based on the log file analysis; however, the alarm and pump stoppage could not be reproduced during testing of the returned system controller. The retrieved log file data captured multiple driveline disconnect alarms between 05:50 and 05:54 on (B)(6) 2014, according to the time stamp. The log file also indicated that the system controller was disconnected and powered down before being reconnected again within one hour, consistent with reported event of the patient switching from the primary system controller to the backup, then back to the primary system controller. The specific root cause for the observed events could not be conclusively determined as the returned system controller was found to function as designed during the investigation. The patient remained ongoing on pump support at the time of the event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.